Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) or revk1039 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "PICC was inserted to the patient on (B)(6) 2012. The PICC had to be removed on (B)(6) 2012. The PICC was broken 6 cm from the double lumen." Additional information: the leak was subcutaneous. The break did not occur during removal; the line did not break completely through and did not migrate. The line was not powerflushed as far as the department is aware. The patient was sent in by cancer care staff stating that it was blocked and they could not use the line. The department injected by hand with a 10ml syringe to see patency of the lumen under fluoroscopy. A new device was not placed in the patient.